Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate overall stimulation, resulting in insufficient pain coverage in the left extremity, charging difficulties and magnetic resonance imaging (MRI) preferences for the implantable pulse generator (ipg) and high impedances on the leads. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The devices were retained by the hospital and will not be returned for analysis. Post operatively the patient is doing great. Electrocautery was used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a14142. Product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a12443.